Event description:
It was reported that while a svt ablation was being performed, the patient suffered a burn where the refstar patch was placed on the back. The patient was treated with silvadene cream at the hospital. The patient later reported that the burn became ulcerated and required further treatment from a wound care center. No further information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis, as it was discarded by the customer. The biosense webster field service engineer contacted the customer with regards to this incident. Per customer, this was a long case and the patient was sweaty. The customer did not think this was a system failure, and they did not want the carto system to be checked.